Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.